Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): during withdrawal of the cannula after unsuccessfully puncture, the cannula broke off inside the patient. The broken off piece remained in the tissue of the patient. The cannula was removed by surgery. MFR # 9610825-2014-00220.